Event description:
The user facility reported a 63 -year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There was an optical sensor warning appeared on the screen, purge system not working. Staff reset the automated impella controller (aic) and replaced the aic to see if the pump would work properly. Same issue occurred with both aics. The prompts to remove the wire and start the pump were not available. Due to complex patient anatomy decision was made to replace the pump the new device was successfully replaced without any issue. No harm to patient reported due to the issue. .

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported optical signal issue has been completed since the original report was filed. The clinical details suggest that there was an ¿optical warning¿ alarm and that the ¿purge system was not flowing,¿ on both aic¿s. The logs from the first console cannot be viewed as it was a loaner console, and they were not returned. The logs were looked at from the second console (ic2833) and there were no optical alarms seen. The only alarm that was seen was ¿adjust lv.¿ the imc logs were viewed and there were no errors with the eeprom or instances of any optical issues. The optical parameters were taken in the lab and they were all within specification, insinuating there was no hard failure of the system. Additionally, the logs show that the purge pressure is high at the start of the case but it does not trigger an alarm. The pressure can be seen decreasing at a steady rate. The pump was able to be purged in the lab and fluid was able to be seen exiting the gap. With the clinical information provided and the tests run in the lab, no problem was detected for the priming issue.